Manufacturer narrative:
The returned device was evaluated and the pod was received not deployed with the pink slide insert not visible in the top housing viewing window and the cannula not visible in the bottom housing needle well. The download data indicates the pod was deactivated at 47 pulses, after it completed first prime. The pod was manually deployed with no issues. No damages or deficiencies were observed. No problem was found regarding the reported cannula dislodging because the needle mechanism was not deployed. The pod was returned with the adhesive pad fully attached. No damages or deficiencies to the adhesive pad or its welds were observed that could have contributed to the reported adhesive failure. The cause of the reported adhesive failure could not be determined.

Event description:
A patient reports while activating a pod the adhesive had separated from the pod infusion site, causing the cannula to become dislodged. The pod was not worn. As treatment, the patient applied a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.